Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.8 cm in diameter abdominal aortic aneurysm. The vessel morphology at the time of implant is unknown. Currently there is a large type ii endoleak feeding the aneurysm resulting in aneurysm enlargement. It was also noted that due to the severe angulation of the aortic neck (greater and 60 degrees) the bifurcated stent graft was implanted lower than intended. The patient returned for routine follow ups, there were no issues during routine follow ups. It was reported that the physician inadvertently implanted the stent graft lower than intended due to the patient anatomy, but there was no endoleak present. The physician elected to implant an endurant 36x36x49 aortic cuff to resolve the inaccurate placement of the bifurcated stent graft. The physician will address the type ii endoleak on a later date. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inaccurate placement. Anatomy related; angulated neck and type 2 endoleak. Conclusion: anatomy related; angulated neck and type 2 endoleak.